Event description:
Report received of a pump powering off and powering on by itself. During testing by the user facility biomedical engineering dept, the pump alarmed "flow detector" and powered off. A few seconds later, the pump reportedly powered back on and continued the infusion at the programmed settings, without the start button being pushed. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no additional info was provided.